Manufacturer narrative:
Based on the claim against the product by the customer noting melted/thermal damage, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps (mbf) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Additional logs confirm a benign hysterectomy procedure took place on (B)(6) 2022 via system (B)(4). A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and clinical development engineer. There was no thermal/melting damage on the mbf instrument however there does appear to be some physical damage at the wrist joint and in the surgical images there appears to be some tissue blanching. The cover attached to the instrument shaft also appears to have some physical damage (scratches). If it has not been done so already, I would request that this instrument be returned via RMA to assess the damage. Based on the images provided a root cause of this damage cannot be determined. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that thermal defect became apparent intraoperatively on a maryland bipolar forceps instrument, after using cautery. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument was found to have melted/thermal damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on (B)(6) 2022 and obtained the following additional information: the instrument was checked prior to use. The conductor wire did not seem to be broken. It was not obvious that anything could be defective. The thermal defect became apparent intraoperatively, after using cautery. There was no loss of cautery. The reporter indicated the thermal damage was present in pictures but did not provide them for isi review. It is unknown if there were any instrument collisions. The operation was completed with the same instrument. There was no reported patient injury. No patient information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the maryland bipolar forceps instrument: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity. The instrument passed energy recognition and delivery tests. Upon visual inspection, there were no signs of thermal damage observed on the instrument. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. No problem detected.

Manufacturer narrative:
On 13-dec-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: there was a superficial lesion on the sigmoid colon which was treated with a z-stitch (suture). Consequential injuries/restrictions are not known. The instruments and cannula are normally checked before use. There was no previous damage to the instrument and no arcing. After normal use of the instrument/cauterization, the lesion was found on the tissue with which the instrument had contact. The surgeon was cauterizing in bipolar mode with the erbe vio generator when the issue occurred. A monopolar cable was not connected to a bipolar instrument. The issue occurred in the middle of the operation. The surgeon believes the issue was due to a ¿non-insulation¿ on the instrument. There was no known permanent damage to the patient. The patient has not returned to the hospital due to post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.